Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving clonidine (135 mcg/ml at 12.49 mcg/day) and dilaudid (4.0 mg/ml at .3703 mg/day) via an implanted pump at the time of the event. The indication for pump use was non-malignant pain. On 06-mar-2018 it was reported that on (B)(6) 2018 the patient¿s pump was filled with 20 ml. The doctor used ultrasound to confirm there was no pocket fill and the pump was not overfilled at the time of the refill. The pump dose was increased 4% at the appointment. The dose prior to the 4% increase was 0.357 mg/day. Hours later, the patient went home and experienced an overdose. The patient was found unresponsive and brought by ems (emergency medical services) to the ER (emergency room) where narcan was administered and the pump dose was decreased 10%. The dose after the 10% decrease was 0.333 mg/day. The patient improved. The doctor wanted to talk through what might have happened. The patient was new to the doctor, so he wasn¿t sure if the patient was very sensitive to dose changes. The patient had oral norco, but the doctor didn¿t believe that the patient took any additional oral meds on the day of the overdose. The pump was not accessed at the ER to confirm or rule out any volume discrepancies. The doctor was going to be seeing the patient in a about a month and would do a volume discrepancy check. The doctor also considering imaging of the catheter because now the patient was reporting an increase in pain and some radicular pain. No further complications have been reported as a result of this event.